Event description:
On 23/jan/2024, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations, frequency not provided), however on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for growth (organism not provided). Upon receipt of the positive culture, the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). Additionally, the patient received a tunneled hemodialysis (hd) catheter (not a fresenius product) and transitioned to hd permanently. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s re-use of a single-use liberty cycler set while on vacation, after running out of supplies. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic(s) therapy, and the patient¿s transition to hd for rrt. The pdrn attributed causality to the patient¿s re-use of a single-use liberty cycler set, after running out of supplies while away on vacation. The pdrn reported the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations, frequency not provided), however on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for growth (organism not provided). Upon receipt of the positive culture, the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). Additionally, the patient received a tunneled hemodialysis (hd) catheter (not a fresenius product) and transitioned to hd permanently. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s re-use of a single-use liberty cycler set while on vacation, after running out of supplies. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.